Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reported event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the fibre bonding in the outer tube area (distal end) is damaged, the light guide-bundle of the insertion section is broken, the light transmission is not given or too low, the cover glass of the charged coupled device (r-unit) section is broken, the image quality is poor, the device is displaying a green image, and the protector of the video cable section is cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The video telescope endoeye hd ii, 10 mm, 30°, was returned and evaluated. Inspection and testing of the returned device found the charged coupled device was broken causing a green image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.